Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. The customer planned to continue using the current pump and use an alternate method if needed. Technical support decided to replace the pump, confirmed the shipping address, and the new pump was sent with updated software. Instructions were given to the customer on putting the pump into storage mode and returning the malfunctioning pump to tandem within 10 days using the provided return box and pre-paid label. The customer was also advised on programming their pump settings and connecting their cgm to the replacement pump.